Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 c-ring broke when harvester well to pull the cradler in and half of it stayed out. Harvester cut it off so nothing would fall in the leg. The same device was used to complete the procedure. There was no delay. There was no patient harm. Photos provided by the complainant show the c-ring with evidence of blood broken in two pieces.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section unique identifier (UDI) # d-4 : from "(B)(4) " to "(B)(4)." The device was returned to the factory for evaluation on 09/24/2024. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be transected down the center of the c-ring. The scope wash tube was observed to be detached from the cannula. No other visual defects were observed. An investigation was conducted on 10/09/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be transected down the center of the c-ring. The end of the scope wash tube was observed to be melted and detached from the cannula. The detached scope wash tube was returned for evaluation. No other visual defects were observed. Based on the photographic evaluation as well as the evaluation results, the reported failure "break- c-ring" was confirmed as well as the analyzed failure "break- scope wash" was observed. The lot # 3000402275 history record review was completed. There was (one) ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system

Event description:
N/a.